Event description:
It was reported, after a left osteotomy procedure the screws are backing out of the plate and this product (osferion wedge) spit out of the bone. Follow up investigation: pt was compliant in all post op protocol. There is no plan for a revision to date. X-rays indicate there is a gap around the wedge in the bone.

Manufacturer narrative:
The device referred to in this report was not returned to olympus terumo biomaterials corp for eval. The device history record was reviewed and no irregularities were noted.